Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank after being exposed to water. Blood glucose level at the time of the incident was 19 mmol/l. Customer stated that she was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Also pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to verify delivery blocked alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No flashing display noted. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay, cracked retainer and minor scratched lcd window.